Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the patient programmer displayed an out of regulation (oor) condition. The patient stated that the oor first appeared four days prior to this report. The patient stated that for the past week, he intermittently would not be able to turn on stimulation and then would not always turn off once it was on. The patient also reported that the implantable neurostimulator (ins) worked on the right side, but not the left side. The patient stated that he could feel it when taking a step, but it did not work on the left side when sitting down or not taking a step. The left side was reportedly the side the patient needed stimulation. One week later, it was reported that for the past month the patient did not feel stimulation as intensely as it used to be. It was noted that the patient was only using six electrodes and had a low pulse width and rate. The reporter stated that there were high impedances of greater than 40000 ohms for electrode 14. Eleven days later, the health care provider (hcp) reported that the cause of the issue was the lead. The reporter stated that there was a break on the lead and an electrode malfunctioned. It was noted that the manufacturing representative was able to reprogram around the electrode malfunction to provide the patient with 70% coverage of pain. It was noted that the patient did not require hospitalization as a result of the event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information found it was further reported the patient had a loss of stimulation when he twisted or extended his back. It was noted electrode 14 was >40,000 and in some positions electrodes 9 and 10 were >40,000. It was further reported the device was able to get full coverage of painful areas without use of those electrodes, but a lead replacement was requested. It was noted this lead was explanted and the extension was capped. It was further reported there was intermittent stimulation when bending and twisting. Omitted information, see (B)(4).

Event description:
Analysis reported the #1, 2 and 6 conductors were broken 20.1 cm from the distal end of the lead.

Manufacturer narrative:
Supplemental submitted because in an earlier supplemental it was reported the ins, extensions, and lead were returned to manufacturer. However further review of recieved information revealed only the lead was returned to the manufacturer, not the ins or the extensions.

Manufacturer narrative:
(B)(4). Analysis of the lead (B)(4) found conductors #1, 2, and 6 were broken 20.1 cm from the distal end of the lead.

Event description:
Further review showed that just the lead was returned to the manufacturer, not the ins or extensions.

Manufacturer narrative:
Supplemental sent to report additional information received in analysis was not completed at the time of this report, supplemental will be sent if new information become available.

Event description:
Additional information received reported the leads, extensions, and neurostimulator were returned to the manufacturer.